Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user from (B)(6) 2019. Continuous glucose monitor (cgm) was not in use with the pump until 6 am on (B)(6) 2019. Lowest bg recorded by cgm on (B)(6) 2019 was 72 mg/dl. User made bolus requests in quick succession by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. Not using cgm prevents the user from continuously monitoring bg and potentially addressing an impending low bg. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that customer experienced continuous low blood glucose (bg 40-60 mg/dl); cause was not known. Glucose tablets or candy were consumed to address low bg. Tandem technical support reviewed pump data and no device issues related to a low bg was identified. Although multiple attempts were made by tandem technical support to review pump data with the customer, no reply was received.